Event description:
Customer reported that one discordant sodium (na) patient result was generated by the dimension exl with lm system. No system errors were generated. The result was reported out of the laboratory. Quality controls read low initially and were within range upon recalibration. The customer prepares the samples by centrifugation at 3200 rpm for 8 minutes. There are no reports of any adverse events or need for medical intervention to prevent serious injury.

Manufacturer narrative:
A siemens field service engineer (fse) visited the site and inspected the instrument. The fse replaced a diluent syringe and tubing. The customer advised that the samples are prepared by centrifugation for 8 minutes. The sample tube manufacturer recommends centrifugation for 10 minutes to obtain a clean sample. The exact cause of the discordant sodium is unknown. No further evaluation of the device is required.